Event description:
It was reported the patient experienced weight loss which resulted in discomfort at the scs ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the pocket site was relocated. It was also reported the physician elected to explant and replace the scs ipg with a different model in order to take advantage of new technology. The issue resolved with the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.